Event description:
The pt called lifescan and alleged the one touch basic international meter was reading inaccurately erratic. The readings, taken within 10 minutes, were 190 mg/dl, 290 mg/dl, and 345 mg/dl. The pt took insulin. No medical attention was received. The customer care rep performed troubleshooting and the check strip test did not pass. There is indication the product malfunctioned. The meter was replaced and return is expected.